Manufacturer narrative:
Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 365517, model/catalog description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. Symptoms of swelling, fever, chills and pus at the infection sites were noted. It was mentioned that the infection started from the cervical and was spread to lumbar area. The physician does not believed infection to be device or procedure related, but the cause was unknown. The patient was placed on antbiotics and was explanted.